Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es catheter with a coyote es shelf box and inner packaging pouch. The batch number on the packaging and device matched the reported batch number. There was blood in the inflation lumen. Magnified inspection revealed a pinhole adjacent to the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified artery below the knee. The physician advanced a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter. However after crossing the lesion, on the first inflation, the balloon ruptured at 6 atmospheres. The procedure completed with a 1.5 x 20mm coyote¿ es balloon catheter. No patient complications were reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified artery below the knee. The physician advanced a 1.5mm x 20mm x 142cm coyote es balloon catheter. However after crossing the lesion, on the first inflation, the balloon ruptured at 6 atmospheres. The procedure completed with a 1.5 x 20mm coyote es balloon catheter. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).